Event description:
It was reported that the left ventricular (lv) lead exhibited high capture thresholds. The lv lead was reprogrammed off and was then capped on (B)(6) 2025. The patient was in stable condition.